Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a hypoglycemia. Customer blood glucose level at the time of incident was 37 mg/dl. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.